Event description:
Asku

Event description:
It was noted the patient died 4 years and 7 months after device implant. The device was noted to be at eri. Follow up revealed death certificate shows the cause of death as respiratory arrest due to or as a consequence of sepsis, due to congestive heart failure, due to lymphoma. Autopsy was done and manner of death was declared natural.

Event description:
It was noted the patient died 7 months after device implant. The device was noted to be at eri. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. (B)(4) no anomalies found.

Event description:
It was noted the patient died 4 years and 7 months after device implant. The device was noted to be at eri. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) no anomalies found, proximal conductor distorted, outer insulation cosmetic escand depression and breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed), outer tubing overlay cosmetic esc and breached cut, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
Asku